Event description:
A consumer reported receiving low readings on the precision qid blood glucose monitor when compared to a laboratory. The values, when plotted on a parkes error grid, fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.